Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence and pain in groin and abdominal area. The device had been used with an abstack15 tacker. Post-operative patient treatment included revision surgery.